Manufacturer narrative:
The doctor identified two lots associated with the 3 alleged incidents. It is unclear which lot of product was used on each patient. Numerous attempts were made to get in contact with the doctor. Unfortunately, they have remained unresponsive, and no additional information regarding the patients or incidents could be obtained. Item # 216112, lot g8410-35: MFR - june 2008, item # 216110, lot b8920-30: MFR -july 2008. The actual devices involved in these incidents were not returned to kerr corporation; therefore, no evaluation on the actual devices could be conducted. Production records show that the product met release specifications. No other similar complaints have been received. This MDR is being submitted due to the allegation that intervention was required to preclude a serious injury. This is the third MDR report of the three incidents reported.

Event description:
In 2009 a doctor reported that three (3) patients returned to the office with dry socket pain. The doctor had to remove the bioplant and replace it with dry socket medications in order to relieve pain.